Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's power supply and lcd module. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station's display,which may have affected telemetry monitoring. No pt injury was reported.